Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During the visual inspection, cuts in the insulation and a deformation of the coil were noted, which are probably a result of the operation. During the ongoing analysis, no further deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to be in conformance with specifications and ok. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that loss of sensing and capture was observed 6 days after the implantation. No deterioration of the patient's state of health was reported. The lead was explanted, but no explant, event or implant dates were provided.